Event description:
The patient broke the humerus and was treated with a competitor's humerus plate. The patient experienced non-union and the competitor's plate was explanted. The fracture was then treated with the acumed proximal humeral plate. Approximately three week after implantation, the screws and plate lifted off the bone; two of the screws were broken. Explantation is scheduled.

Manufacturer narrative:
Additional mdrs associated with this event:3025141-2014-00248: plate,3025141-2014-00249: screw 1,3025141-2014-00250: screw 2,3025141-2014-00251: screw 3,3025141-2014-00252: screw 4,3025141-2014-00254: screw 6.